Event description:
Initial result for a pt calcium was 6.4 mg/dl. When repeated, the result was 8.8 mg/dl. The incorrect result was not used to determine pt therapy. The field service rep. Found the rinse mechanism was malfunctioning and repaired the instrument by replacing the rinse mechanism.